Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the last two loops didn't unravel completely during removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hosp.